Manufacturer narrative:
Event is not associated with an adverse event during patient contact. Device is an instrument; not implantable. Device manufacturer date is unknown, pending review of product. Investigation/evaluation is pending.

Event description:
In 2007, the sales representative reported that the taps were worn from excessive use. This was identified on an unreported date. On five days later, the sales representative clarified that the tips were not broken but they were splayed from wear. A splayed instrument has the potential to break.